Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had cosmetic damage to their insulin pump. The customer stated there was several cracks on the corners of their insulin pump's screen. The customer also reported a small crack on the top of the reservoir compartment. Customer could not recall how the damage had occurred. The customer's blood glucose was 187 mg/dl. It was also reported that the customer had been experiencing high blood glucose for the several days. Customer believed their high blood glucose may be caused by an infection they had. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).